Event description:
It was reported that the patient's physical and cognitive health had been deteriorating for some time; the patient was seen in clinic on (B)(6) 2023. The patient reportedly was not cognizant enough to navigate around their home or manage their device independently. The patient was admitted for a workup to investigate a potential urinary tract infection (uti), gastrointestinal (gi) bleed, or bladder cancer as the patient was experiencing hematuria. The patient also reportedly developed epistaxis and an acute kidney injury (aki) on (B)(6) 2023. A chest x-ray, computerized tomography (CT) scan of the chest, abdomen, and pelvis, and a kidney ultrasound were performed; gi bleeding was not confirmed. Blood cultures taken were negative. Log file analysis captured several low flow alarms; the hospital confirmed the low flows were caused by the patient refusing to eat and hydrate properly, although the patient often experienced low flow alarms otherwise due to hypovolemia. The patient refusal of proper nutrition and hydration caused a supratherapeutic international normalized ratio (inr). The patient was given a titration of warfarin to treat the epistaxis and supratherapeutic inr. The patient's hematuria, epistaxis, and energy levels were improving, although their aki was worsening, and their functional and cognitive health continued to progressively decline. The site would propose a short trial run of inpatient dialysis; if this was unsuccessful, the patient would be discharged home on hospice care with do not resuscitate (dnr) status.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. Additionally, analysis of the submitted log file confirmed the report of low flow events; however, the account communicated that the low flows were due to the patient refusing to drink and eat. The submitted log file contained events with an unknown timestamp as the clock was not set throughout the duration of the file. Multiple low flow events were observed throughout the file. The pump appeared to function as intended. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until ultimately expiring on 04apr2023 as reported under MFR #: 2916596-2023-02230. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists bleeding, renal failure, and neurological dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The IFU provides details on the factors that affect pump flow and provides information on assessing flow. The IFU explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5 liters per minute (lpm). Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit (mpu). If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.¿ section 6 entitled ¿patient care and management¿ also lists bleeding and neurological dysfunction as a potential late postimplant complication. Lastly, the section entitled "alarms and troubleshooting" describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook (rev. C) is also currently available. The ¿alarms and troubleshooting¿ section outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module or mpu when sleeping; otherwise, the alarms may not be heard. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported on (B)(6) 2023 that the patient developed a streptococcus bovis blood infection on (B)(6) 2023. The infection was treated with intravenous ceftriaxone and vancomycin. The patient was also confirmed to have bladder cancer; the cancer had metastasized and was causing the patient to continuously lose blood; the patient was given blood transfusions. Additionally, the patient had been experiencing seizures that were thought to be related to the metastasis reaching the brain. The patient ultimately passed away on (B)(6) 2023 due to respiratory failure secondary to the decommissioning of their left ventricular assist device (lvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported events could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. Lastly, analysis of the submitted log file confirmed the report of low flow events; however, the account communicated that the low flows were due to the patient refusing to drink and eat. The submitted log file contained events with an unknown timestamp as the clock was not set throughout the duration of the file (refer to the controller investigation). Multiple low flow events were observed throughout the file. The pump appeared to function as intended. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including the applicable sterilization and packaging documentation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists bleeding, infection, renal failure, and neurological dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The IFU provides details on the factors that affect pump flow and provides information on assessing flow. The IFU explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5 liters per minute (lpm). Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit (mpu). If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.¿ section 6 entitled ¿patient care and management¿ also lists infection and neurological dysfunction as a potential late postimplant complication. Several sections of the IFU also provide information regarding how to prevent infection. Lastly, the section entitled "alarms and troubleshooting" describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook (rev. C) is also currently available. Several sections of the patient handbook provide information regarding how to prevent infection. The ¿alarms and troubleshooting¿ section outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module or mpu when sleeping; otherwise, the alarms may not be heard. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.